Event description:
It was reported the pt's lead was repositioned on (B)(6) 2013 due to the pt having rib pain when stimulation was off. An sjm rep was not in attendance at the procedure. Following the procedure the pt was unable to receive stimulation. On (B)(6) 2013, sjm rep met with the pt for troubleshooting. An impedance check revealed invalid contacts. Reprogramming was unsuccessful. The pt may undergo x-rays for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.